Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated insulin had leaked into the reservoir compartment yet they do not see a crack anywhere on the device. Customer also stated they were treating their blood glucose levels with manual insulin injections and the leak appeared to be coming from the reservoir, past the second o-ring. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 444 mg/dl at time of reporting. Nothing further reported.